Event description:
It was reported the patient no longer had effective stimulation. A sjm representative met with the patient and lead diagnostic tests showed invalid impedancy on all contacts. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.